Event description:
Haemonetics received a complaint on (B)(4) 2012 for an orthopat device with the description "machine tag reads "not working, got hot, smoke coming out". No pt/operator injury associated.

Manufacturer narrative:
The device was evaluated on (B)(4) 2012 and evidence of fluid ingress was noted. Damage to electrical components was noted and the distribution pcb, ac line filter, and power supply were replaced. The device was upgraded and is ready for use. (B)(4).